Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer went into the pool with his insulin pump on and now the pump no longer works. The patient's blood glucose at the time of incident is unknown, but shortly before the incident it was between 74 mg/dl and 76 mg/dl. They removed the battery from the device and let it dry in the sun, but every ten minutes the pump would alarm. There is also a black closed circle on the screen with nothing else displayed. Troubleshooting was initiated for pump exposure to fluid. The customer confirmed that there was fluid under the lcd display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.